Event description:
It was reported that there was a line block alarm occurred during the use of an infusion set. There was a patient involvement but no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.